Manufacturer narrative:
The insulin pump was received with a button error alarm and there was no button response due to corroded keypad traces. There was no moisture inside the device and the end cap sticker was missing.

Event description:
Customer's husband reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 42 mg/dl. Troubleshooting for keypad anomaly was performed. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer was unable to clear the button error alarm as a result of button unresponsiveness. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.